Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed an allergic reaction to the pod adhesive. A rash had formed on the patient's abdomen. The patient called the doctor and was advised to use medi derma spray.